Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and needle was break. The customer¿s blood glucose was 300 mg/dl and the sensor glucose was 200 mg/dl at the time of the incident. The customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 40 mg/dl and threshold/low suspend limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used partial sensor and performed continuity resistance test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings. See attached file for more details. Unable to confirm needle anomaly due to customer did not return needle only the sensor. No broken or missing parts were observed during analysis. See attached photo for more details.